Event description:
Customer reported false positive troponin I (tni) results on triage vs centaur lab analyzer. A patient made first visit on (B)(6) 2012 with "chest pain." The triage tni results were elevated but negative on the centaur. A catheterization was performed. The primary discharge was "acute mi" based on the triage result but later rejected based on a negative catheter finding. On (B)(6) 2012, the same patient made a second visit and the triage tni results were positive and the centaur result was negative. No catheter performed. Discharge diagnosis was "systolic hypertension." The patient's sgot and bilirubin were elevated. EKG result not provided.

Manufacturer narrative:
In-house testing of w49730 showed the device lot to function as expected, within manufacture final release specifications. No false positive result was observed with the 3 negative control samples (n=3/each). All data points with the positive control were within the manufacture 2sd range. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. (B)(4). No product deficiency was established; no corrective action required at this time.